Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. The insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, prime test, excessive no delivery test, displacement test and rewind test. Unable to perform occlusion test due to motor error alarm. No prime anomaly, blank display, display anomaly, blinking anomaly, off no power alarm or noise during priming noted. No moisture damage was found on the electronics noted. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose readings, prime/fill anomaly, blank display and display anomaly. Customer's blood glucose value was 400+ mg/dl. The customer stated that the drive support cap was slightly indented. The customer stated that the screen turned off and the display was not clear. The customer mentioned noises when priming the pump. The insulin pump will be returned for analysis.